Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a driveline infection which was (B)(6) for pseudomonas. The patient was treated with unspecified antibiotics. Additional information was requested, but was not provided.